Event description:
It was reported to baxter (B)(4) that a half day infusor device was leaking before patient use. The device was filled with a solution of 3 grams desferrioxamine in 60 milliliters w.f.I. When the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause of this issue is being investigated under (B)(4). Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.